Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the backlight inverter printed circuit board (pcb),to resolve the issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the (B)(6)that an 840 ventilator graphic user interface (gui) display was blank. There was no patient involvement.